Manufacturer narrative:
The event occurred the week prior to the report date of (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 3000ml exactamix eva (ethyl vinyl acetate) bag had a puncture on the word "mexico". This was noted prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.